Manufacturer narrative:
Device will not be returned. Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental.

Event description:
It was reported, when torque limiting was removed from the tray it fell apart.